Manufacturer narrative:
The subject scope (tjf-q190v) was not returned to olympus for evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. The maj-2315 was also not returned to olympus for evaluation. The device history record was not able to be reviewed for the maj-2315 since the lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The legal manufacturer attempted to replicate the reported failure using a representative distal cover (from lot h0729) and confirmed that the distal cover will never come off when it has no damage, and it is correctly attached to the scope. Based on the results of the legal manufacturer's investigation, although a definitive root cause could not be determined, the reported issue (distal cover fell off the scope) likely occurred because the distal cover became easy to come off the scope due to the following: a) the cover was attached improperly. B) the cover had cracks and/or pinhole. C) chemical solutions such as anti-fog agent adhered to the cover, which caused it to break. The instructions for use (IFU) states the following: ¿important information ¿ please read before use: precautions: never use the endoscope unless the single use distal cover is properly attached to the distal end. If the single use distal cover is not attached properly, it may slip off or fall off the distal end during the examination. This could result in thermal injury when the endoscope is used with high-frequency endotherapy accessories. Also, continuing the examination with the single use distal cover off may cause patient injury by the uncovered distal end of the endoscope. In addition, if the single use distal cover falls off in the oral cavity, it may cause aspiration or respiratory distress if not promptly identified and removed. Never use a single use distal cover with cracks or pinholes. Replace it with a new one. If a single use distal cover with cracks or pinholes is used, it could fall off during the examination and/or, it may cause thermal injury due to electric current leaks from cracks or pinholes when high-frequency cauterization treatment is performed. Also, using the single use distal cover with cracks may cause patient injury due to sharp edges." "Inspection of accessories: inspection of the single use distal cover (maj-2315): should any irregularity be observed when inspecting the single use distal cover, do not use it. A single use distal cover with irregularity could not serve the endoscope properly and/or could fall off during the examination. Using the endoscope without the single use distal cover could cause patient injury and this could result in thermal injury when the endoscope is used with high-frequency endotherapy accessories. In addition, if the single use distal cover falls off in the oral cavity, it may cause aspiration or respiratory distress if not promptly identified and removed." "Attaching accessories to the endoscope: attaching the single use distal cover: do not apply anti-fogging products, olive oil, or products containing petroleum-based substances (e.g., vaseline®) to the single use distal cover or the endoscope. These products may cause cracks in the single use distal cover. If a single use distal cover with cracks is used, it may cause patient injury such as: thermal injury from electric current leaks when performing high-frequency cauterization treatment. / damage or cuts to the mucosal membrane from sharp edges due to the cracks on the single use distal cover. Detach the single use distal cover from the distal end of the endoscope when the single use distal cover cannot be attached to the endoscope smoothly or any incorrect attaching procedure is noticed. With a new single use distal cover, repeat step 1 through 4. If the single use distal cover is not attached properly, it may slip off or fall off the distal end during the examination. This could result in thermal injury when the endoscope is used with high-frequency endotherapy accessories. Also, continuing the examination with the single use distal cover off may cause patient injury by the uncovered distal end of the endoscope. In addition, if the single use distal cover falls off in the oral cavity, it may cause aspiration or respiratory distress if not promptly identified and removed. If finding irregularities on the single use distal cover or incorrect attaching the single use distal cover in the steps from 3 through 8, detach the single use distal cover from the distal end of the endoscope and replace it with a new one. Refer to ¿detaching the single use distal cover¿ on page 50. With a new single use distal cover, repeat step 1 through 8.¿ olympus will continue to monitor field performance for this device. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.

Event description:
The customer reported to an olympus endoscopy account manager that when the tjf-q190v scope (subject device) was removed from the patient, the single use distal cover (maj-2315) was not on the distal tip. The cover was discovered to have fallen off the scope towards the end of the procedure. The intended procedure was a therapeutic endoscopic retrograde cholangiopancreatography (ercp). After it was noticed that the cover was missing, the physician went back down endoscopically to look for the cover but could not find it. The procedure was completed using a new cover with the same scope. There were no other devices replaced in this procedure. It is unknown if the edges of the cap were sharp and exposed when it fell into the patient. Per the physician, if it had fallen into the patient, it would have probably fallen into the patient's stomach. The nurse stated that the cover had been attached correctly to the scope. The physician alerted the patient that the cover had come off and informed him that the cover should pass through his system. The physician followed-up with the patient two days later and no complications were reported. The patient was without complaint. This report is related to complaint number (B)(4), which was documented for the maj-2315 and reported under MDR number 8010047-2021-05150. This event has been submitted by the importer on MDR# 2429304-2023-00017.